Manufacturer narrative:
Concomitant medical products: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0dfz1, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the right side extension was replaced. The lead stayed the same and ¿was forwarded for the right side.¿ the battery was not replaced and the revision and replacement of the extension occurred because there was a faulty extension wire. The lead and the implantable neurostimulator (ins) were confirmed to still be implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported they did an impedance check of the system and found all of the contacts had high impedances (over 40k). In the operating room, the doctor disconnected the lead from the extension and checked the impedances of the lead. The impedances were fine. The doctor went forward with opening the pocket and they replaced the extension. All parts of the extension were replaced and it was not going to be returned. The patient was fine and received therapy.

Manufacturer narrative:
(B)(4).